Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analysed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced multiple red heart alarms while bending over at home. These alarms occurred while the pt was connected to the batteries and power module. Upon device interrogation, the vad coordinator noted multiple "pump off" alarms recorded on the history screen. The hospital was not able to reproduce the alarms by manipulating the external driveline. The alarms are only reproduced when the pt bends over. The ramp study showed sluggish ventricular unloading. The log file displayed 3 transient low speed hazard events. The events occurred while the pt was connected to a power module. The events did not occur when both leads were connected to battery power. The x-ray sent displayed a possible area of concern near the bend relief. No broken wires found during troubleshooting. A percutaneous lead repair was completed on (B)(6) 2014. The vad coordinator reported that soon after the percutaneous lead repair was completed and the manufacturer left, the pt experienced another brief pump stoppage with ambulation. Later in the evening, she experienced another pump stoppage that lasted approximately 5 minutes. The pt was taken to the operating room for an emergent pump exchange.

Manufacturer narrative:
(Approximate age of device ¿ 38 months.) The report of a suspected percutaneous lead (lead) wire compromise was confirmed based on the evaluation of the pump. Evaluation of the external portion of the lead that was replaced revealed that all wires within the lead were electrically intact. Disruption to the orange wire insulation, exposing the inner conductors, was found in the approximate location of the terminus of the bend relief and upon manipulation, the orange wire fractured in this location. The observed wire damage appeared to be the result of fatigue due to repetitive movement during use. Evaluation of the portions of the lead returned with the pump revealed that all the wires within the lead were electrically intact. Disruption to the wire insulation exposing the inner conductors was noted approximately 0.25¿ from the pump housing in the green and brown wires and approximately 34¿ form the metal connector (located about 5¿ from the pump housing) in the red wire. All of the observed wire damage appeared to be the result of abrasion against the braided shield. If any of the exposed conductors contacted the braided shield while the pump was operating on tethered power, such as the power module, the resulting electrical short to ground could have caused the reported red heart alarms and pump stoppages. The event also could have been caused by an electrical short which could have occurred if the exposed conductors of two wires contacted each other or simultaneously contacted the braided shield while the pump was operating on tethered power or on battery power. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.